Event description:
"It was reported that the tongs/teeth do not fit into the (B)(4) glenoid reamers. It was reported that the tongs were too large to fit into the reamer holes."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.